Event description:
It was reported that the ilet screen went grey for approximately ten minutes during a supply change, after which the device appeared to restart and the sensor was not connected; no device alarms were present before or after the event, and blood glucose was reported at 132 mg/dl. Symptoms included no adverse clinical signs. Outcomes included no change in glycemic status, no medical intervention, and no hospitalization. Investigation included customer interview and review of device alarm and notification history. Investigation of this case revealed no alarms or alerts associated with the reported behavior and an inability to reproduce the event remotely. It was concluded that the device experienced an unexpected restart with no clinical impact and no identifiable root cause based on available information.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.